Event description:
Hydroset set up as specified, however, product did not adhere to cranium. Left a loose disk of hydroset. Sales rep was present at case. Room temp was 67 deg fahrenheit. All directions were followed according to the product IFU. No mesh or suction drain were used during case. Mvd (microvascular decompression) for posterior fossa.

Manufacturer narrative:
Product not returned for analysis. Analysis of retained sample from same lot is in process.